Manufacturer narrative:
Pending device return for analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form in the mail that reported a pump replacement. Additional follow-up communication confirmed that the pump was replaced due to "residual volume in the pump." The patient also alleged pain symptoms.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature and at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0 ml (0%) of the expected volume. Engineering emptied the pump's reservoir and refilled it with a 0.01 m of naoh (sodium hydroxide) solution. The solution is a mild caustic solution that will help decompose proteins and fats, which will easily dissolve in water and be removed from the flow path. After running this naoh solution through the flow path, the pump's flow significantly improved from 0% to 90% efficiency. As noted in the prometra® ii pump 20 ml (ref (B)(4).and prometra® ii pump 40 ml (ref (B)(4).instructions for use (IFU): the prometra® programmable infusion pump system is indicated for intrathecal infusion of drug therapy, including: infumorph ® (preservative free morphine sulfate sterile solution), preservative-free sterile 0.9% saline solution (sodium chloride injection, usp), and baclofen (baclofen injection, intrathecal, 500-2000 mcg/ml). Use of unapproved drugs (e.g., drug cocktails, pharmacy compounded drugs, morphine with preservatives, etc.) With the prometra ii pump could result in pump failure. This pump was reported to contain dilaudid as its primary drug. It is likely that the drug(s) used in the pump affected the flow path and/or the materials located in the interior of the pump. Internal complaint number: (B)(4).